Event description:
Complainant alleged that the medics responded to a call for a patient (age unknown), who was in a cardiac arrest condition. The patient was first shocked with the first responder's AED device. Upon the paramedic's arrival with their device, they defibrillated the patient at 120 joules, but after the adminsitration of the shock to the patient, the device screen displayed a "low batt" message. The medics changed the device battery and administered a second 120 joule shock to the patient, but upon the administration of the second shock by the paramedics, the device screen went blank. The paramedics then obtained the first responder's AED device, set the device to manual over-ride mode, and continued defibrillating to the patient. The patient subsequently expired.